Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general issue with the reagent pipetting or cuvette wash can be excluded as this would also affect other tests and controls. It is assumed that the issue is either related to an issue with the sample itself or to a contaminated sample probe. No additional discrepant results have been reported from the customer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for glucose hk (glu) on a c501 analyzer. The patient had a point of care glucose test performed and this test resulted as 5.7 mmol/l. At the same time, a sample tube collected from the patient was sent to the laboratory for testing on the c501 analyzer. The sample initially resulted as 10.5 mmol/l for glu on the c501 analyzer and this result was reported outside of the laboratory. When the difference with the point of care testing result was noticed, the sample was repeated on the c501 analyzer, resulting as 6.10 mmol/l. No issues were noted with the sample upon repeating it. The patient was not adversely affected. The glu reagent lot number was 115659, with an expiration date of 03/31/2017.